Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection when powering on the cs100 intra-aortic balloon pump (iabp) unit has no ECG waveform, there is no trigger signal for the balloon counter pulsation pressure, which makes machine unusable. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the pcb front end module to fix the issue. The equipment has passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a.